Event description:
During an attempt to remove a chronic coronary sinus (cs) lead, the physician inadvertently dislodged the medtronic lead from the coronary sinus. The physician was able to reposition the medtronic lead to the appropriate location. The lead exhibited excellent threshold without phrenic nerve stimulation. There were no complications and the patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).